Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced pain ("whole body hurts"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal and pain outcome was unknown. The reporter considered medical device removal and pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('bilateral essure devices are visualized, however the left essure device appears to be extrauterine in location/ left essure device appears to be extrauterine in location') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and pain ("whole body hurts"). The patient was treated with surgery (hysterectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device dislocation and pain outcome was unknown. The reporter considered device dislocation and pain to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2014: findings: bilateral essure devices are visualized. The right appears to be within the fallopian tube, however the left essure device appears to be extrauterine in location. Impression: no acute abdominal/pelvic process. Bilateral essure devices are visualized, however the left essure device appears to be extrauterine in location. Pathology test - on (B)(6) 2016: clinical diagnosis & history: patient with known essures in fallopian tubes for permanent contraception with chronic pelvic pain, dysmenorrhea and abnormal uterine bleeding. Possible endometriosis seen on left uterosacral ligament. Please evaluate for pathology. Status-post hysterectomy. Specimen: uterus, cervix and bilateral fallopian tubes. There are also two metallic coils identified within the proximal fallopian tubes. Final diagnosis: uterus, cervix, and bilateral fallopian tubes; hysterectomy and bilateral salpingectomy cervix: nabothian cysts. Negative for dysplasia and malignancy. Endometrium: proliferative pattern endometrium. Negative for hyperplasia and malignancy. Myometrium: negative for malignancy. Unremarkable fallopian tubes: bilateral fallopian tubes without significant histopathologic changes. Bilateral multiple paratubal cysts. Walthard nest associated with right fallopian tube. Endosalpingiosis associated with left fallopian tube. Two metallic coils identified within bilateral tubal ostia, consistent with essure contraceptive devices. Gross description: the right, brown fallopian tube with fimbria measures 6 cm length x 0.3 to 0.7 cm diameter with multiple, small, paratubal cysts. The left, brown fallopian tube with fimbria measures 6 cm length x 0.3 to 0.7 cm diameter with multiple, small, paratubal cysts. Ultrasound scan vagina - on (B)(6) 2012: normal size anteverted uterus and bilateral ovaries. An essure placement in the right uterine tube. The left side was not demonstrated.. Concerning injuries reported in this case the following one was described in patient medical records device migration. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: mr received: event medical device removal pt was updated to device migration. Lab data, reporter detail, patient date of birth added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced pain ("whole body hurts"). The patient was treated with surgery (hysterectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the medical device removal and pain outcome was unknown. The reporter considered medical device removal and pain to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: fu 2&3 process together-pif received: model change from es305 to es205 due to insertion date were provided, essure insertion and removal date were added, reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.